Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, 4 years, 5 months, and 10 days after a transcatheter pulmonary valve replacement (tpvr) procedure with a 29mm sapien 3 valve via transfemoral approach, a valve-in-valve procedure was performed with a new 29 mm sapien 3 valve to address severe central regurgitation. The new valve was successfully implanted. Per follow up with valve clinical coordinator, 2 months prior to the valve-in-valve procedure, cardiac magnetic resonance noted pulmonary regurgitation with a 33% regurgitant fraction, moderate bioprosthetic valve stenosis with a peak velocity of 3.3 m/s, and peak gradient 44 mmhg. It was noted the patient had reduced activity tolerance relative to peers.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions, and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that the thv was deployed in the native pulmonic position for this case; therefore, it was an off-label operation. In this case, the increased gradients and central regurgitation were unable to be confirmed due to limited information provided. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. The root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Due to limited information provided, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.